Event description:
Doctor was using the device as camera port for a laparoscopic cholecystectomy and when he went to remove the device at the end of the case, only half came out. The device was broken in half mid shaft of the cannula. The remaining piece of the device was removed from the pt safely. No pt consequence. No return device.